Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: there was water visible on the display and the display was blank. The leak test failed due to a leak around the display. The pump was opened and moisture corrosion was found internally.